Event description:
It was reported that the ilet pump was dropped onto a hard tile surface, resulting in a cracked screen that remained functional. Symptoms included no injury. Outcomes included continuation of device use with usability impacted by the cracked display. Investigation included customer care triage, confirmation of continued device functionality, and initiation of replacement. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with no evidence of alarms or functional malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage due to impact.